Event description:
Patient had total knee arthroplasty on the left in 2005, using biomed vanguard total knee system. In 2006, xrays showed satisfactory position and alignment. Had full ambulation of left knee. Approximately 2 weeks prior to 2007 complained of "sticking sensation in medical soft tissues of left knee. Xrays showed complete dislodging of locking bar securing tibial liner to tibial base plate.